Event description:
It was reported that the bd syringe 1ml s/t bns label content was incorrect. The following information was provided by the initial reporter: material#: 301025, batch#: 5149706. Phone: complaint via phone. Case description: the customer states that she buyed a 1ml syringe, but received a 3ml syringe inside her box, but as outside of the box its marked as 1ml syringe! Facility address: (B)(6), product: bd® syringe 1 ml s/t bulk non-sterile, ref#: 301025, lot#: 5149706, if the complaint is confirmed the client would like a replacement!

Manufacturer narrative:
It was reported that a 3 ml syringe was found within a box labeled for 1ml syringes. To support the investigation, four photographs depicting both 1ml and 3ml syringes were submitted to the quality team for evaluation. Two of the photographs show the exterior of a bulk non-sterile box labeled with batch: 5149706, with one image also capturing a loose 3ml syringe being held. The remaining two photographs show the interior of the box, revealing 3ml luer lok syringes inside the bag, including one close up image. The observed condition represents a nonconformance to the product specification and was determined to be associated with the bulk handling process. The most likely cause is that the operator affixed the product label to an empty box prior to filling. A device history record review was conducted for material number: 301025, lot: 5149706. This review confirmed that all required visual inspections were performed in accordance with established requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted per the inspection control plan and was subsequently approved for shipment. In response to this event, a quality alert will be issued to the manufacturing site, and the associates involved in the manufacture of both lots will be re-educated on the applicable work instruction. To date, no additional similar events have been reported for this lot. Based on the results of the investigation, the condition reported by the customer was confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.